Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that the following results were obtained on a patient using the inform system within 10 minutes: 217 mg/dl, 358 mg/dl, and 90 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.